Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Pump and cylinders were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Pump was not working. Pump stricture due to not being cycled.